Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a loose pitch cable at the distal end. The crimp was missing. Additional observation not reported by site included a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. In addition, the following information was obtained: the instrument was inspected prior to use, and no damage was found. The customer confirmed that no fragment fell inside of the patient. The port incision was not increased. The instrument did not collide with any other instrument or tool during procedure. There was no patient injury/harm.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the tenaculum forceps instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have the screw coming out repeatedly when the customer was folding the instrument wrist. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.